Event description:
It was reported that there was high impedances on all electrodes except e0 which is the most distal electrode. All 7 electrodes were reading greater than 10,000 ohms, e0 was normal. E0 was the only electrode supplying stimulation. The manufacturing representative stated this may be due to the lead not being fully seated in the connector. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).